Manufacturer narrative:
The subject device was returned to the olympus repair center and the repair inspection confirmed the customer¿s reported issue. Distal end fiber breakage with deep dent on the distal edge. Also, the outer tube is bent and a chipped lens in the optical system the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed that the customer trueview ii autoclavable telescope has a reported defective fiber, ¿refiber needed¿. The customer reported it is unknown when the event occurred. No death injury or infection and no person or other was affected was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the use of excessive force by the customer.. Olympus will continue to monitor field performance for this device.